Event description:
The patient reported that they were receiving readings below 100 with their livongo blood glucose meter, and that readings are not consistent with readings received at their doctor's office. The patient also reports that because of the low readings, they changed their medication doses, causing higher blood sugar and a repeat angina, which resulted in having to undergo an angioplasty.

Manufacturer narrative:
If the device is returned an investigation will be conducted and a supplemental report will be filed.